Manufacturer narrative:
Additional information was received that there was no infection. The patient underwent an early lead pull procedure and was doing well postoperatively.

Event description:
A report was received that following an scs trial procedure the patient developed a fever. The leads were removed due to a suspected infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that following an scs trial procedure the patient developed a fever. The leads were removed due to a suspected infection.